Manufacturer narrative:
(B)(4). Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Surgeons found the needle was not keeping shape and flow through tissue was not smooth. Needle bends & thread broke. Suture continued to break during procedure.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 4 unopened pouches. Analysis and results: there are no previous complaints of this code batch, there are no units in stock. (B)(4) units were manufactured and distributed. All pouches received are tight. A minimum of five samples would be preferred because is the minimum number of units that is required by the pharmacopoeia. Tested the knot pull tensile strength of the sample received and the result fulfils the OEM requirements. The needles of the closed samples received have been tested for bending strength and the results fulfill product specifications. Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on the product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.